Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program.

Event description:
This report summarizes 12 malfunction events in which the device reportedly overheated. - 8 events had no patient involvement; no patient impact. - 2 events had patient involvement; no patient impact. - 2 events which had a mild injury, illness or impairment which can be treated with minimal or no intervention.

Event description:
This report summarizes 12 malfunction events in which the device reportedly overheated. 8 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact. 2 events which had a mild injury, illness or impairment which can be treated with minimal or no intervention.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 12 events were reported for this quarter. Product return status 12 devices were evaluated based on historical data analysis. Additional information 12 devices were not labeled for single-use. 12 devices were not reprocessed or reused.